Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images have not been provided for review. However, medical records were provided and reviewed. Approximately four years four months post filter deployment, lumbar spine and pelvic x-rays demonstrated the filter in place. A metallic needle like foreign body was identified just caudal to the left sacroiliac joint unchanged from previous imaging. Approximately four years six months post filter deployment, a CT of the pelvis demonstrated the linear metallic foreign body in the left side of the pelvis measuring 3.8 cm in length. The metallic foreign body is most likely a filter limb. Therefore, based on the provided medical records, the investigation is confirmed for a detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was implanted after a diagnosis of deep vein thrombosis/pulmonary embolism. At sometime post filter implant, the filter allegedly was embedded and had a detached limb in the left lower quadrant. Reportedly, no attempts have been made to remove the filter and detached limb. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images have not been provided for review. However, medical records were provided and reviewed. Approximately four years four months post filter deployment, lumbar spine and pelvic x-rays demonstrated the filter in place. A metallic needle like foreign body was identified just caudal to the left sacroiliac joint unchanged from previous imaging. Approximately four years six months post filter deployment, a CT of the pelvis demonstrated the linear metallic foreign body in the left side of the pelvis measuring 3.8 cm in length. The metallic foreign body is most likely a filter limb. Therefore, based on the provided medical records, the investigation is confirmed for a detached filter limb. However, the investigation is inconclusive for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was implanted after a diagnosis of deep vein thrombosis/pulmonary embolism. At sometime post filter implant, the filter allegedly was embedded and had a detached limb in the left lower quadrant. Reportedly, no attempts have been made to remove the filter and detached limb. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted and the filter apex abuts the ivc wall suggesting embedment post filter implant. Furthermore, it was alleged that there is perforation of the primary and secondary struts beyond the ivc wall and the anterior struts abuts the small bowel. Additionally, the patient allegedly has experienced right lower quadrant pain, lower back pain, and pain with bowel movements. The device and filter struts have not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.